Manufacturer narrative:
(B)(4). Date sent: 02/20/25. D4: batch #unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an lobectomy procedure, the following mechanisms were not working when performing the pulmonary vein resection: trying to reverse the blade with the reverse button, while attempting to rotate the battery and they had to finally use the manual mechanism of reverse of the blade, and the reverse button and the reverse lever were not rigid to achieve the release of the tissue. Another like device was used to complete the procedure with a delay of 15 minutes where resection was performed in proximal. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 3/26/2024 d4: batch #926c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload not properly loaded on the device. The reload was received fully fired and with the reload body damaged. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and down. However, the bailout did not work. After further evaluation, the x-ray analysis showed the spring bailout pawl was noted to be out of its intended position. The damage to the spring bailout pawl is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additionally, photos were provided and they showed the condition of the reported event. Device history review a manufacturing record evaluation was performed for the finished device batch number 926c18, and no non-conformances were identified.